Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. H6 adverse event problem, corrected data: initial report inadvertently did not code 'd1001'.

Event description:
Additional information received noting that the increased seizures and falls were related to other factors and the increase is below pre-vns baseline levels. It was confirmed that the falls are a normal event that occurs with the patient's seizures and intervention was taken.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was experiencing an increase in seizures and had fallen several times. The patient had to go to the emergency room for this and the patient's son was concerned about the vns settings and wanted to make sure they were set correctly. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.